Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015, the fse took the injector valve apart and noticed a clog on port #1, the engineer removed the clog and reseated all tubing. The fse also inspected the rotary valves and assured they were working appropriately. The g8 was working as intended. No further action required by fse. The probable cause of the event was a clog in port 1.

Event description:
On (B)(6) 2015 a customer reported intermittent low total areas on capped whole bloods run on their g8 analyzer. Reportedly the diluted samples seem to run ok. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.